Event description:
It was reported that information was received from a patient's representative regarding an external device. The caller reported that about 2 days ago they noticed that the wireless recharger (wr) was not powering on and the battery indicator lights were scrolling up and down continuously. As a result, the patient was unable to charge their implantable neurostimulator (ins). The caller thought the patient's ins might have been turned off because the patient had not been charging it. The caller mentioned that the patient had their ins checked at an appointment and their hcp told them the ins was off. However, when the caller checked the ins with the communicator it was showing 100%. The patient was unavailable at the time of the call, so the status of the ins could not be confirmed. The caller mentioned that the patient had been in the hospital prior to the wr being unresponsive, so it was possible that the wr battery depleted prior to this issue. Agent had the caller reset the wr, but the issue was not resolved. The consumer reported that a couple of weeks ago they noticed the communicator was not powering on. Agent had the caller connect the usb cable to the communicator, but there was no response from the communicator. The issue was not resolved. Agent sent an email to the repair department to rep lace the communicator. No symptoms reported. Additional information was received from patient rep to report that they received the replacement wr and the communicator. The consumer said they got the replacement communicator to pair with the handset, but they were having trouble getting the wr to connect and mentioned that they saw the 'recharger not found' screen. Agent reviewed that the caller needed to press 'switch recharger' to pair the new wr with the handset. The caller understood instructions. Then, they saw a screen that said 'recharger is inactive.' This was because the wr was not powered on or positioned over the ins. The caller was having a hard time finding the ins, but they eventually found it and the recharger app indicated that the wr had a good connection with the ins. Therapy was on and the ins was 100% charged. The caller expected the ins battery level to be 0% since they thought the patient hadn't charged the ins for at least a week while they were in the hospital. The caller mentioned that the stimulation was "set pretty low." The caller repeated that when the patient's neurologist checked the ins at the end of august it was discharged. Agent advised the caller to have the patient follow up with their managing hcp if they have concerns about the ins battery level not reading the way they expect. Agent reviewed that the equipment was working as expected.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #(B)(6). H3: analysis of the wireless recharger wr9200 (serial # (B)(6), revealed that the recharger was unresponsive. The led's scroll c continuously and the flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.